Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. The tech recommended re-flashing the software and replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Additional information:e4.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. The tech recommended re-flashing the software and replacing the logic board. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. The tech recommended re-flashing the software and replacing the logic board. There was no patient involvement.

Manufacturer narrative:
Additional information: e4, h6 technical support confirms the customer reported problem. A serial number was not provided therefore a review of the device history record cannot be performed.